Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the stent graft was implanted emergently with good results; however, the patient expired due to a cva within three days of implant. The exact date of death is unknown. The cause of the cva is unknown. The physician does not know if anything during the procedure or related to the procedure contributed to the event. No further information is available.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death, cva). Patient¿s condition affected effectiveness of device (cva). Evaluation conclusion: inherent risk of procedure (death, cva). Device failure/lack of effectiveness related to patient condition (cva).